Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a trellis device. The customer reports, the plastic coating peeled off like a snakeskin from the treatment zone of the dispersion wire during a procedure; did not fully detach from wire. Balloons were deflated and device removed from patient without incident. Second device opened and used to finish treatment.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.